Event description:
It was reported in the journal co-urology that a study was conducted to review the available options to treat benign prostatic obstruction (bpo) by distinguishing them based on five clinical considerations. Considerations included antithrombotic therapy, sexual function preservation, ambulatory procedures, anesthesia-related risks, and duration of catheterization. Comprehensive literature review of ten bpo procedures was conducted. The dates of the procedures were not noted, but all associated articles were published between 01jan20222 and 31jan2022. Boston scientific products were used in two of the reviewed procedures. The article mentioned that, when using greenlight, elevated retreatment rates may be required in larger glands. The drawbacks of rezum therapy were noted to include a longer catheterization time due to edema and inflammation of the prostate. Review of a 2019 meta-analysis comparing the greenlight procedure in nonanticoagulated and anticoagulated patients was conducted. It was stated that although the hospitalization was longer for the anticoagulated patients, there were no significant differences in functional outcomes. One patient from the anticoagulated group required a blood transfusion. Additionally, a sample of 20 patients given novel oral anticoagulants was reviewed, with no reported clot retention or transfusion; however, four of these patients underwent catheterization due to urinary retention. No further patient complications were reported.

Manufacturer narrative:
B3: date of event is an approximate as exact date is unknown. Deyirmendjian, c., elterman, d., chughtai, b., zorn, k. C., & bhojani, n. (2022b). Surgical treatment options for benign prostatic obstruction: beyond prostate volume. Current opinion in urology, 32(1), 102 to 108. Https://doi.org/10.1097/mou.0000000000000937

Event description:
It was reported in the journal co-urology that a study was conducted to review the available options to treat benign prostatic obstruction (bpo) by distinguishing them based on five clinical considerations. Considerations included antithrombotic therapy, sexual function preservation, ambulatory procedures, anesthesia-related risks, and duration of catheterization. Comprehensive literature review of ten bpo procedures was conducted. The dates of the procedures were not noted, but all associated articles were published between 01jan20222 and 31jan2022. Boston scientific products were used in two of the reviewed procedures. The article mentioned that, when using greenlight, elevated retreatment rates may be required in larger glands. The drawbacks of rezum therapy were noted to include a longer catheterization time due to edema and inflammation of the prostate. Review of a 2019 meta-analysis comparing the greenlight procedure in nonanticoagulated and anticoagulated patients was conducted. It was stated that although the hospitalization was longer for the anticoagulated patients, there were no significant differences in functional outcomes. One patient from the anticoagulated group required a blood transfusion. Additionally, a sample of 20 patients given novel oral anticoagulants was reviewed, with no reported clot retention or transfusion; however, four of these patients underwent catheterization due to urinary retention. No further patient complications were reported.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation. B5 outcomes attrib to adv event has been corrected. H6 impact codes has been corrected. B3: date of event is an approximate as exact date is unknown. Deyirmendjian, c., elterman, d., chughtai, b., zorn, k. C., & bhojani, n. (2022b). Surgical treatment options for benign prostatic obstruction: beyond prostate volume. Current opinion in urology, 32(1), 102 to 108. Https://doi.org/10.1097/mou.0000000000000937